Event description:
It was reported that the 9600 system had a temperature sensor error code displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was confirmed. The temperature sensor was found unattached to the connector. The sensor was reconnected during the service call. The system was tested and found to be working as intended and put back into service.